Event description:
(B)(4). It was reported that exertional chest pressure, dyspnea, angina and in-stent restenosis occurred. On (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization. Coronary angiography was performed. The target lesion was an in-stent re-stenotic lesion of the previously placed unknown drug eluting stent located in the mid right coronary artery (rca) with 80% stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.00 x 38 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was an in-stent re-stenotic lesion of the previously placed unknown drug eluting stent located in the proximal rca with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct stent placement using a 3.50 x 24 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, patient presented with exertional shortness of breath and complaint of exertional chest pressure which was radiating to jaws and back. Sixteen days from event, the patient was diagnosed with stable angina and was hospitalized immediately. Coronary angiography was performed. The 80% diffuse restenosis of the previously placed stent located in the mid rca was treated with 3 mm x 28 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).